Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report that the ia tips were not smooth; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . A photo attached to the parent complaint was reviewed by the investigation site. The image shows a sketch of what was observed on the tip with arrows indicating the location of an offset. The reported issue could not be confirmed with the photo review. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. An investigation has been completed in relation to the related non-conformances identified within the non-conformance review. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that ophthalmic irrigation and aspiration tip were not smooth and causing anterior capsular rents. Patient and procedure detail were not reported. Patient outcome was unknown. This record is regarding to patient three of four patients from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.